Event description:
Pt had elective valve replacement surgery in late 2007. Pt did require several blood transfusions post-op. Per md, patient had low-grade fevers and elevated wbc during initial stay which resolved - cause not identified. Pt was readmitted 15 days later with staph aureus sternal wound infection and endocarditis. Return to or several times for debridement. Expired approximately a month after the original surgery as a result of this infection.